Event description:
On (B)(6) 2012, the reporter called animas alleging that the up and down arrow keypad buttons are intermittently unresponsive with the down arrow button being the worst requiring 4 presses to respond. The patient reportedly keeps the pump in a pocket with a belt clip and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive. All of the other buttons responded appropriately. Evaluation revealed that there was contamination under the keypad contacts.